Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.

Event description:
It was reported that the avalon cannula was inserted into the internal jugular vein but there was no flow from the venous system. Cannula was removed and a different cannula was placed and it worked fine. Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: ¿the avalon cannula was inserted into the internal jugular vein but there was no flow from the venous system. Cannula was removed and a different cannula was placed and it worked fine.¿ as the affected avalon elite® bi-caval dual lumen cannula was discarded by the customer, a technical investigation could not be performed to determine a root cause. Based on the information available at this time the reported failure could not be confirmed. However, the failure mode "no flow from the venous system" can be linked to the following most possible root causes according to the avalon cannula risk assessment (dms# 1968613): catheter sucked down. Chose wrong size of catheter. A device history review (DHR) was performed for the affected cannula and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Production related influences can be excluded. In order to avoid reoccurrence of the reported event the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use avalon elite® bi-caval dual lumen catheter g-158 v04. Chapter 7 application selection of the incorrect catheter size can result in vascular damage and inadequate flow performance. Carefully select the appropriate size of catheter for the particular patient. Determine the vessel diameter, if necessary. Selection should be based on patient anatomy, flow requirements and the treatment methods. This complaint was found in the database of customer complaints for the avalon elite® bi-caval dual lumen cannula as a single event (timeframe from 2022-06-30 and 2023-06-30). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).